Event description:
It was reported that the (B)(6) thin insulin syringe plunger was incorrectly positioned in the barrel, allowing for a unit line of space at the bottom when pushed all the way in. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer also had questions about the plunger resting space, stated that sometimes the plunger rod is pressed all the way down but most of the time there is a space up to the one unit line."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot # 2082308 for plunger rod incorrect placement. This is the 1st related complaint for plunger rod incorrect placement on lot # 2082308. A review of the device history record was completed for batch# 2082308. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the walgreens thin insulin syringe plunger was incorrectly positioned in the barrel, allowing for a unit line of space at the bottom when pushed all the way in. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer also had questions about the plunger resting space, stated that sometimes the plunger rod is pressed all the way down but most of the time there is a space up to the one unit line."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-nov-2022 h6: investigation summary customer returned (12) 3/10cc, 8mm, 31g walgreens syringes in open poly bags from lot # 2082308. Customer states that sometimes the plunger rod is pressed all the way down but most of the time there is a space up to the one unit line. All returned syringes were examined and all samples exhibited the plunger rod fully depressed in the barrel. No defects were observed on any of the returned plunger rods. The plunger rods can be placed fully depressed in the barrel during the manufacturing process. A review of the device history record was completed for batch # 2082308 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined as the issue is unconfirmed.